Event description:
The account alleged they had a stretcher with a damaged side rail. The technician alleged the side rail would not latch. No injury reported.

Manufacturer narrative:
The technician found the side rail end tube was broken. No further information is available on the repair of the bed at this time.